Event description:
The device reportedly would not deliver energy to a pt. Several attempts were made to deliver energy during the reported event. The reporter based the lack of delivery on the absence of pt muscle response to the defibrillation countershocks. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.